Event description:
It was reported that following a recent x-ray for back pain, it showed two fractured lead wires around the second intercostals space. It was stated that the device, implanted in 1989, 'wasn't doing its job' and is still used for pain control. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).